Manufacturer narrative:
(B)(4): visual analysis reveals one of the locking tabs has broken off the inside of the sleeve. The face of the facture is consistent with overload during a bending moment with the top of the being pushed inward. The tab was not returned for analysis. The other has cracked from bend stress overload but is still attach the main body of the sleeve. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the sleeve broke during use. No patient complications were reported.